Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) cannot be reviewed per company standard operating procedure since the serial number for the unit was not provided.

Event description:
The customer reported on the morning of (B)(6) 2017, at 0700hrs, the intra-aortic balloon pump (iabp) displayed a slow gas alarm. The staff member silenced the alarm and checked the patient. The staff noted blood in the extender tubing and ceased counterpulsation therapy. The catheter was disconnected from iabp, though blood was noted in the extender tubing at safety disk of iabp. No adverse event has been reported.

Manufacturer narrative:
This complaint is being closed due to insufficient information from the business unit after three (3) good faith effort (gfe) attempts were made to obtain the relevant repair information. At this point no further details have been provided. If any additional information is provided in the future a supplemental report will be submitted.

Event description:
The customer reported on the morning of (B)(6)2017, at 0700hrs, the intra-aortic balloon pump (iabp) displayed a slow gas alarm. The staff member silenced the alarm and checked the patient. The staff noted blood in the extender tubing and ceased counterpulsation therapy. The catheter was disconnected from iabp, though blood was noted in the extender tubing at safety disk of iabp. No adverse event has been reported.